Manufacturer narrative:
The data files and balloon catheter, 2af283 with lot 86338, were returned and analyzed. The returned data files did not show a system notice on the date of the event. Smart chip verification showed that the catheter had been used for thirteen applications. Visual inspection showed traces of blood within the inner balloon. The catheter failed performance test due to system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection. A pressure test showed a leak through the tip of the catheter. The dissection and pressure test showed a guide wire lumen breach. Further analysis showed a guide wire lumen breach and a kink at the balloon segment, 0.95 and 1.37 inches proximal from the tip. In conclusion, the balloon catheter failed inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.